Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the pt had severe hemolysis and was getting blood transfusions as sparingly as possible. The pt was listed as 1a on the transplant list and received a heart transplant two weeks later.

Manufacturer narrative:
The pump was not returned to the MFR for eval as the hospital staff disposed of the device after the pt was transplanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.